Event description:
Information received by medtronic, indicated that the customer was passed away on (B)(6) 2023. The customer also experienced hyperglycemia , diabetic ketoacidosis and cardiac arrest with a unknown blood glucose value at the time of the event. And was treated with the IV insulin drip, visited emergency room and hospitalized. Customer reported, high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Troubleshooting was performed and found that the pump worn at the event, but the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.